Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only. Novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours and humalog was tested for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not been using the pump since (B)(6) 2016 and was using daily insulin injections to manage diabetes. After filling the cartridge that had remained on the pump since (B)(6) 2016 with 240 units of insulin, an inaccurate fill estimate was received. The customer declined tandem technical support's offer to troubleshoot. The customer was to continue to use insulin injections to manage diabetes.